Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump would vibrate and the screen would go blank. The pt claimed that the pump would vibrate and then the screen would go black. The pt also claimed that he would have to reboot the pump to bring the screen back. The pt claimed that the battery compartment was intact and there were no cracks or damage to the threading. He also indicated that the battery cap was intact and there was no damage to the treading, o-ring, or spring. He denied that the yellow o-ring was visible or that the keypad was damaged. The pt reportedly tried several batteries, but the issue was not resolved. The pt claimed that he had a blood glucose elevation, but did not need medical intervention. He did not provide any specific blood glucose readings. Based on the info provided, this complaint is being reported due to the allegation that the pump would vibrate and the screen would intermittently go blank or black. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not provide any specific blood glucose readings or symptoms.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.